Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. The device was returned for analysis. Visual, electrical, mechanical, and longevity analysis were normal with no anomalies found.